Event description:
It was reported that pt presented with an infection so parts listed were removed and doctor proceeded to prostalac stem.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat# 6276-7-014, lot # caxm540d, description: mod con dist stem 14 x 155 mm. Cat #6276-1-021, lot# 37909801, description: 21mm mod rev hip body/bolt stdcomponent level 9006-1-021. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.